Manufacturer narrative:
This product is not marketed in the us. Patient code (B)(4): no code available (secondary surgery, lens exchange). Conclusion: off label use (acd<3.0mm, more than 45 years of age at the time of implant). (B)(4).

Event description:
The reporter indicated that the surgeon implanted a 12.6mm vicm5_12.6 implantable collamer lens, -8.5 diopter, in the patient's right eye (od) on (B)(6) 2017. On (B)(6) 2017 the lens was exchanged with a longer lens due to low vault. The problem was resolved. As of the date of MDR submission, the lens has not been returned.

Manufacturer narrative:
Device evaluation: lens was returned dry, in small vial. Visual inspection found no visible damage to the lens, clear, and dry surgical residue on the lens surface. (B)(4).